Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR report #: 3006705815-2018-00429. It was reported that the patient experienced a cerebrospinal fluid leak during the trial procedure. Reportedly, there was a wet tap during the placement of one of the leads. As a result, the patient was treated with IV fluids and completed a blood patch. The trial procedure was completed, patient had no complains of headache and effective therapy was restored post operatively. Note: both leads are being reported as it is unknown which is liable.